Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-apr-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine drug (3.0 mg/ml at 0.6264 mg/ 24 hour) via an implantable pump. The patient reported that ¿roughly 3 weeks ago¿ he noticed an increase in pain. The physician attempted a catheter dye study; however, he was unable to aspirate off the catheter access port. It was unknown why the physician could not successfully aspirate off the catheter access port. The patient will be scheduled for surgery for possible cather revision or replacement; however, it was not scheduled. The patient denied any current falls or trauma. There were no known environmental/external/patient factors that may have led or contributed to the issue. The healthcare provider (hcp) has no further information for medtronic. A surgical intervention was planned but not scheduled. The issue was not resolved. Additional information was provided from a consumer stated that they were not sure if the pump was working. The patient stated that after they had the new pump installed on the (B)(6), their back pain considerably doubled if not tripled in intensity and nothing they can do takes care of making it go away. The patient stated that they were "eating pain pills like candy" and lay in bed for 6-7 hours due to the pain. The patient mentioned that they were told the medication was transferred up and should last them up until their refill on the (B)(6). The agent agreed to email the field for visibility. The patient also mentioned having magnetic resonance imaging (MRI) in the past.